Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient reported right side ¿implant has ruptured¿. Healthcare professional later reported "capsular contracture baker grade IV". Device remains implanted. Device is not going to be returned.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on november 17,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "ruptured¿. Healthcare professional later reported "capsular contracture baker grade IV". Healthcare professional later reported "rupture". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device. Device is not going to be returned.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.